Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on (B)(6) 2014, the patient experienced a blood glucose (bg) over 900 mg/dl with diabetic ketoacidosis, an unspecified level of ketones and abdominal pain/vomiting associated with an inaccurate delivery issue. Reportedly, the patient remained hospitalized at the time of the call and received unspecified treatment by their healthcare provider. During troubleshooting with customer technical support (cts), it was revealed that the basal and bolus totals matched the patient¿s programmed settings and that all were recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts which was recorded correctly in the pump¿s history. This complaint is being reported because the patient allegedly experienced a serious bg excursion because of the alleged inaccurate delivery issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/15/2014 with the following findings: the last bolus and basal delivery were on (B)(6) 2014. The pump was manually suspended on (B)(6) 2014 at 05:09; deliveries resumed when the pump was manually resumed on (B)(6) 2014 at 12:16. On (B)(6) 2014 at 03:58 an occlusion alarm occurred; deliveries resumed when the pump was primed at 06:17. The pump was exercised for 24 hours with no reboots, loss of power, or call service alarms duplicated. The total daily doses correctly added up and reflected the users programmed basal rate. The pump passed a delivery accuracy test and was found to be operating within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.